Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient had increased their stimulation to 3.8ma or so as the device wasn't helping them much. The called indicated that a por event had occurred, but they didn't know if the patient had some type of exposure that might cause the por. The patient was implanted in 2022 and at a recent visit it showed 96 months of longevity. Reviewed subtracting out time that ins was already in use which leaves about 4 yrs. Cautioned the caller about remaining battery life since they had increased stim recently but they should have some battery life left.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.